Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump during priming. Customer's blood glucose was 300 mg/dl. Customer confirmed that she has a back-up plan. The pump was not dropped or bumped. Customer also stated that the drive support cap was loose.